Event description:
Consumer reports that she had 2 episodes of fungal keratitis associated with renu moistureloc solution that she'd been given by the doctors office as samples. Reporter states that she only wears one contact and her first infection was diagnosed in 2005. The first episode was treated with vioptic drops initially and quixill was later added. And her chart indicates that she showed some improvement on the meds prescribed at her 2005 follow-up visit. The second episode of her keratitis occurred in 2005, whereby she re-prescribed vioptic & quixill, but with the addition of xitrom, then later zymar, (2005). Reporter called each episode being very painful and to this day she has not resumed wearing contacts. Her medical report states that she improved overall with 2 areas of residual scarring.